Manufacturer narrative:
Product event summary: the device was not returned; however, analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was found to be inconclusive.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported fibrillation occurred and a shock was not delivered. The patient was hypoxic and the physician performed external cardiac massage not knowing the patient had an implanted device. During fibrillation the lead displayed a "signal event." It was also reported a ventricular lead alert displayed and the following day it was not present. Additional information revealed that following external cardiac massage the lead displayed short v to v intervals and there was noise. The patient was resuscitated and placed on life support, followed by the decision to discontinue it. No other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.